Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient received a patient notifier alert for high hv lead impedance. A merlin transmission noted rv to can vector had reached out of range, high impedance. The impedance trend from last year noted relatively unstable, that showed jumps in impedance values. The state of the lead was uncertain. It was suspected that the unstable impedance could be either related to patient physiology or lead issue. Performing a low energy dft to evaluate the lead was discussed. Patient was asymptomatic. No further information was available.